Event description:
The customer reported that the unit has a high blower temperature alarm. The customer reported that the unit was in use on patient, but no patient harm reported. The field service engineer (fse) evaluated the unit and duplicated the reported problem and replaced the blower to address the reported problem. The unit passed all testing and the unit is now back in service.